Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient lost of consciousness while he was driving his pick-up truck. His last cgm reading before losing consciousness was 120 mg/dl and he did not feel any hypoglycemic symptoms at that time of the event. The emergency medical team arrived and treated the patient with liquid glucose to elevate the patient´s blood glucose values and the patient regained consciousness. The paramedics took a blood glucose reading but the patient could not remember the exact value. The patient reported that the blood glucose value was 60 to 70 points lower compared to the cgm readings. The patient was taken to the hospital where he was treated with liquid glucose. His blood glucose values increased and the patient recovered and was discharged after 24 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.